Manufacturer narrative:
The power cord was returned to the manufacturer for failure investigation. Visual inspection found the neutral power prong of the wall plug was missing. At the edge of the plug there was a permanent indentation visible, approximately 2 cm in length. Failure investigation determined mechanical impact caused an indentation on the wall plug of the customer returned power cord as well as the neutral prong of the wall plug to be removed.

Event description:
The customer reported the power cord was damaged. The damage was observed while the device was being set up for a patient. The device was not on a patient at the time. There was no patient involvement.